Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During the pre-use test of the handpiece, a water leak and cut was observed at the irrigation tubing of the cusa excel 23khz tubing set. The tubing was then replaced. No injury or surgical delay was reported.